Event description:
It was reported that the programmer would freeze while booting up. A "fatal error" message was also indicated. All peripheral pieces were disconnected, yet the programmer still powered to a black screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would freeze while booting up and that a "fatal" error message would generate. The hard drive was reconfigured and the software reloaded . (B)(4).

Event description:
It was reported that the programmer would freeze while booting up. A "fatal error" message was also indicated. All peripheral pieces were disconnected, yet the programmer still powered to a black screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).